Manufacturer narrative:
Date of event has been clarified as (B)(6) 2016. It has also been clarified that the second repeat result of the sample was actually 4.4 u/ml, instead of 4.2 u/ml. A specific root cause could not be determined based on the provided information. There was no indication of a general issue with either the reagent or analyzer.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(6). The full facility name was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for carbohydrate antigen 19-9 (ca 19-9). Other tests performed on the same sample were said to be okay. It was noted that the sample came from a different hospital and may have been at least one day old prior to testing. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. An aliquot of the sample initially resulted as 158.2 u/ml. The customer thought the initial result was not believable, so it was decided to repeat the sample. The primary tube of the sample was repeated twice, resulting as 4.1 u/ml and 4.2 u/ml. The patient was not adversely affected. The ca 19-9 reagent lot number and expiration date were asked for, but not provided.